Event description:
It was reported that guide wire tip detachment occurred. The long segment chronic total occlusion (cto) target lesion was located in the superficial femoral artery (sfa). A 300cm journey¿ guide wire advanced to the lesion; however, it was noted that the tip of the wire was fractured. The detached tip was left embedded in the cto as the location of the tip was impossible to snare. Repeated attempts using a standard approach were done to cross the lesion with additional unspecified guide wires and devices but were unsuccessful, so the procedure was stopped and not completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: mid (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).